Manufacturer narrative:
It was originally reported that the device was available for return. However, an investigation found that the facility misplaced the device. The 29mm commander delivery system (ds) was not returned for evaluation. Without the return of the device for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was reviewed and the following was noted; the balloon burst radially and longitudinally with an umbrella shape at the distal shoulder of the inflation balloon area. The 3mensio indicated that under fluoroscopy, there was confirmation of a balloon burst. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. This event reports a balloon burst during thv deployment that has not resulted in patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. The complaint for balloon burst and withdrawal difficulties was confirmed by the imagery evaluation provided by the site. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why the deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per the event description, "during valve deployment, the commander delivery system balloon burst as per video provided at the end of inflation due to calcification". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above rated burst pressures, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catching on the distal end of the sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, a review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our european affiliate, during valve deployment of a 29mm sapien 3 valve in the aortic position by transfemoral approach, per provided video, the commander delivery system balloon burst at the end of inflation due to calcification. The valve was successfully deployed without regurgitation or paravalvular leak (pvl). When removing the whole system together through the esheath, an extra incision was made as it was not possible to get the balloon back in the esheath. The patient was fine, no internal bleedings nor injury. The patient is stable. Of note, prior to valve implantation, a pre-dilation was performed.

Manufacturer narrative:
The investigation is ongoing.